Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer declined to troubleshoot the issue with tandem technical support and was advised to change supplies as necessary.